Event description:
It was reported that increased capture threshold was observed. A chest x-ray showed that a conductor cable was outside the lead. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal electrical characteristics. Several internal insulation abrasions with externalized conductors were found between 7.2cm and 11.3cm, and 35.8 to 37.1cm from distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.